Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 months post implant of this 25 mm aortic bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to high gradients of the bioprosthetic valve. The physician reported not being able to pass his small finger through the orifice of valve and that there was a lot of fibrin encasing the leaflets on the aortic side of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that a computed tomography (CT) scan showed the bioprosthetic valve as thick and stenotic. Patient history: coronary artery bypass graft (CABG), cardiogenic shock, hypertension, and hypercholesterolemia. Added uf report number. If information is provided in the future, a supplemental report will be issued.